Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row a had not been detected on the bus, and it was noticed that row a had not been receiving power. A field service engineer replaced the row board to resolve the issue. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and the device was not detected on the bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.